Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite low sorbing secondary set was occluded. The following information was provided by the initial reporter: I am writing to report several incidents where the drug is now flowing through the bd smartsite low sorbing secondary set. Ref 10014881.the fluid will pass into the drip chamber but then is unable to go any further through the tubing. Additional information received from the customer: please can you confirm what medication was being administered? The issue occurred with both paclitaxel and docetaxel. Please can you confirm if the medication was stored in the refrigerator? If yes, was it allowed to reach room temperature before use? It was in the fridge but returned to room temperature before try to administer. Please can you confirm the make and model of the connecting products? Equashield closed system spike was attached to bd smartsite low sorbing secondary set. Please can you confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? There do not appear to be any visible defects. Please can you confirm if the connecting product has a luer slip or luer lock connection? Luer. Please confirm whether the flow was completely or partially blocked? Complete blocked please can you confirm the exact location of blockage? Fluid cannot pass from the drip chamber into the tubing.